Event description:
It was reported during remote follow up that the left ventricular lead exhibited low pacing impedance. Lead damage was suspected, but not yet confirmed. The lead will continue to be monitored. There were no patient consequences.